Event description:
It was reported prior to an unk procedure, the device was found separated after unpacked. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.